Manufacturer narrative:
Valve remains implanted. Doctor used a single running suture to implant the valve. This suture technique is off-label use per the instructions for use. Ats recommends interrupted sutures. Review of device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.

Event description:
Reportedly, an ats 3f aortic valve was implanted on (B) (6) 2009. The doctor had used 4-0 prolene, single running suture. The doctor re-operated on (B) (6) 2009 because the prolene was loose; about an inch. The doctor placed additional interrupted sutures in the annulus and tied them to the existing suture line. The pt was discharged on (B) (6) 2009. No pt problems were reported as a result of this event.